Event description:
Customer reported the platelet background was high and bubbles were observed in the rbc (red blood cell) diluent dispenser when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer and replaced the rbc (red blood cell) diluent dispenser pump pm2 to resolve this issue. (B)(4).